Manufacturer narrative:
Date received by manufacturer: 20sep2019. Date of report: 23sep2019. Additional information was received that it was the customer who completed the replacement of the key panel. The faulty key panel is not available to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the key panel and the problem was resolved.

Event description:
The customer reported that the ventilator's alarm led (light emitting diode) indicator failed. The ventilator was being used on a patient at the time that the problem was discovered, however, there was no patient harm. Gender: male, age: (B)(6) years, height: 168 cm, weight: (B)(6) kg.